Event description:
Boston scientific crm received information that this device reached its elective replacement time after being implanted for five years and nine months. There is concern over early battery depletion. The expected longevity for this device is six years, however based on the device's current programmed parameters, the calculated longevity would be 7.4 years. It was noted that the patient has been lost to follow-up for four years, so there is no way to determine if any measurements have fluctuated over the past few years. It was also noted that the device is currently working appropriately. Boston scientific technical services requested that the device be returned once explanted. This device is part of the (B)(4) advisory population described in the physician communication on september 22, 2005. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.